Event description:
Hospital ER received a patient, diagnosed as in ventricular tachycardia from ems, connected to the ambulance's lifepak 12 defibrillator/monitor with ECG electrodes and disposable defibrillation/ECG electrodes. The ambulance defibrillator was removed from the ECG and defib pads and the hosptial ER's device connected to the electrodes. The device was placed in sync mode and 50 joules selected for synchronized cardioversion. According to the reporter, the device stopped charging when the display reached 5 joules and alerted the user with a cannot charge message. The ambulance defibrillator/monitor was re-connected to the patient and used as a backup and the patient successfully cardioverted.